Event description:
Information received indicates the casters are not holding.

Manufacturer narrative:
The technician found the brake/steer linkages at both ends of the stretcher were not functioning. He used a brake/steer upgrade to repair the stretcher.